Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) would not advance past the aortic arch due to calcification. Additionally, the dcs nose cone appeared to be separating from the capsule during advancement, causing the device to become stuck on the calcium ridge. Subsequently, the valve was withdrawn from the patient and a non-medtronic valve was used for implant. A 15-minute procedural delay was reported. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {evolutfx-29}; product lot/serial number { (B)(6) }; product type: {0195-heart valves}; product ID {l-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the nosecone over-captured by the capsule. There was a bend to the nosecone tip. The capsule tip was slightly flared. Delamination was observed over the nitinol reinforcing frame along the capsule. There were multiple bends to the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. On retraction of the capsule via the rotation of the deployment knob, the valve deployed with a crown overlap. The deployment knob appeared to retract and advance the capsule with slight resistance noted. The trigger moved to fully advanced and retracted positions with slight resistance noted and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. The reported event for separation of components could not be confirmed in the analysis. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the dcs was not twisted or torqued while in the patient. When withdrawing the dcs, the capsule was closed until it was aligned with the catheter tip, and the catheter tip was able to be removed from the patient. The catheter tip was attached to the delivery system and withdrawn from the body per standard practices. No adverse patient effects were reported.